Event description:
Customer called to report the pump's driver arm was breaking off. The insulin was not exiting when it was priming. The customer decided to open the back door and adjust the reservoir. It was stated that when the reservoir was pulled out, the driver arm was broken and came out of the pump.